Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient accidently missed her refill date. The patient¿s healthcare provider (hcp) scheduled a refill for the 12th, but the patient received a voicemail on the report date stating that she missed her appointment. At the time of the report, the hcp¿s office was closed and the patient¿s low reservoir date was scheduled for the day following this report. The patient was not experiencing any symptoms of withdrawal at the time of this report. The device system was used to deliver baclofen.